Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed no image displayed due to a faulty dp board. The evaluation uncovered rust on the top cover panel and heavy dust inside the device. Additionally, the receptacle connector was loose, and the harness cable was found to be rusted. The faulty parts need replacement to meet olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during preparation for use, the visera elite video system center displayed no image due to the camera processor not working. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred, due to the defective printed circuit board (dp) board. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "keep fluids away from all electrical equipment. If fluids are spilled on or into the video system center, stop operation of the video system center immediately. And contact olympus. ·store the equipment in the level position in a clean, dry, and stable location. ·do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ·clean and vacuum dust the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and gets damaged from overheating". Olympus will continue to monitor the field performance of this device.